Manufacturer narrative:
The oad was returned to csi for analysis. Visual inspection confirmed the crown was detached from the driveshaft, which is consistent with the reported information. Scanning electron microscopy analysis confirmed that the crown was soldered to the driveshaft during manufacturing. No anomalies were observed in the device data log; it indicates the oad did not stall or otherwise malfunction during use. The oad functioned as intended during testing, however the physical analysis remains incomplete since the crown could not be analyzed. Abbott requested films of the procedure, but these were not released and therefore could not be reviewed during the investigation. It remains unclear whether procedural or patient factors contributed to the crown separation. At the conclusion of the investigation, the root cause of the crown separation could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat the first third of the severely calcified and totally occluded posterior tibial artery (ta). Following treatment, the oad was advanced and the crown became detached from the driveshaft. The crown became fractured into pieces and was unable to be retrieved from the chronically occluded segment of the posterior ta. No intervention was performed. The procedure was aborted. The patient was stable.